Event description:
Information was received that reported the patient was hospitalized in 2009, due to an incident of hypoglycemia. The reporter states that the patient was found unresponsive. The paramedics were called who transported the patient to the hospital. The patient was treated and released. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.